Event description:
It was reported that during a dft testing at device change-out, an alert was noted. The device delivered two shocks, one was delivered successfully, but did not break the rhythm. The next therapy was aborted due to over current detection and the patient was rescued with external defibrillation. The device was explanted and replaced. Patient was fine and will continue to be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.the reported alert for an output anomaly was confirmed in the laboratory. The device was tested on the bench and no anomaly was found. The cause of the reported output anomaly was a lead anomaly.